Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. The blower motor was returned to the manufacturer's quality assurance laboratory for evaluation. The root cause of the blower motor failing was due to the bearing failure.

Manufacturer narrative:
Only the replaced components were returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the internal battery and oxygen blending module board was observed. The device's internal battery and oxygen blending module board were replaced to address the issues. The internal battery and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery failure was found to be due to a .5vdc cell imbalance. The root cause of the oxygen blending module board failure was found to be damge to the u29 transducer.